Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the information currently available the exact cause for the reported issue cannot be determined.

Event description:
After unsuccessful attempts to treat the dissection involving cervical and intracranial sections of the right internal carotid artery (ica), emergent deployment of the wingspan stent was used within intracranial ica centered at the petrous curve of the ica. Follow up angiogram demonstrated distal migration stent due to the manipulation of access wire and no significant improvement of antegrade blood flow. The same segment of the vessel was re-stented with balloon mounted coronary stent with minimal improvement of blood flow. The patient tolerated the procedure without apparent wingspan related complications.

Manufacturer narrative:
The subject device is implanted.

Event description:
After unsuccessful attempts to treat the dissection involving cervical and intracranial sections of the right internal carotid artery (ica), emergent deployment of the wingspan stent was used within intracranial ica centered at the petrous curve of the ica. Follow up angiogram demonstrated distal migration stent due to the manipulation of access wire and no significant improvement of antegrade blood flow. The same segment of the vessel was re-stented with balloon mounted coronary stent with minimal improvement of blood flow. The patient tolerated the procedure without apparent wingspan related complications.